Event description:
It was reported that the customer passed away. The cause of death was hyperosmolar coma and uncontrolled diabetes. The customer was changing the infusion set at the time of death. The customer's sister stated that the insulin pump did not play a part in the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.